Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 28. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bonequality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding, abscess and fistula. No further patient complications were reported.